Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. A review of download data indicates that the monitor reset after delivering a pulse during functionality testing. Additionally, the monitor failed additional testing due to a triac voltage leak at the q10 component. The root cause of the voltage leak was unable to be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement (B)(4)) was approved by FDA on (B)(6) 2015. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) was resetting during testing.